Event description:
It was reported to boston scientific corporation that during preparation to place a polaris ultra ureteral stent a tear was noticed on one of the loops. No further information is available. The details of the procedure are unknown; however, there were no complications to the patient, whose condition at the conclusion of the procedure was reportedly 'ok.'

Manufacturer narrative:
.

Event description:
It was reported to boston scientific corporation that during preparation to place a polaris ultra ureteral stent a tear was noticed on one of the loops. No further information is available. The details of the procedure are unknown; however, there were no complications to the patient, whose condition at the conclusion of the procedure was reportedly "ok."

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Analysis of the returned polaris ultra ureteral stent revealed that the device was torn at the suture hole, and ripped from that hole to the end of the stent. Most likely, the probable cause for the failure is related to handling factors, as the unit presented marks on the bladder pig tail section, consistent with marks caused by the suture when it is being pulled. It should be noted that the event of stent tear due to suture removal during preparation, is not a reportable event.